Event description:
Pt was admitted on 8-22-96 and underwent left total knee replacement. There were no intraoperative complications. Pt responded excellently to physical therapy and cpm. Pt discharged. Apparently, pt had problems with left knee, physician scheduled exploration of components for 11-14-96. Revision total left knee performed on 1-21-97.